Event description:
Device caught on fire at the connector.

Manufacturer narrative:
Evaluation of the returned device was concluded and the suspected pencil failure described above was indeed an open, at the esu rf connection, and the rf lead had arced through the outer insulation. The rf lead breakage as expected, is identified as the root problem. The hyfrecator returned was still operating ok, thus the high voltage rf output was sufficient to arce over at the wire break, causing the heating and fire of the wire insulation and subsequently the unit case, this arcing prevents full output power at the tip, and the arcing would cease upon deactivation of the rf output or when the break was sufficiently large to prevent arcing across. The rf connector on the pencil as well as the hyfrecator case is the MFR from a material with 94-vo flamability rating by ul, and thus the flames would extinguish upon removal of the arcing (heat source). This wire breakage had been identified as a potential problem previously and has been corrected in an improved version of the cable. A replacement esu and pencil, which is currently available with the improved cable, was provided to you previously. The esu will be repaired and returned to stock and the returned pencil device will be scrapped. Co regrets the apparent defective cable caused or contributed to this event, however information indicates no injury occurred. The device returned was evaluated as stated above with the previous corrective action in place. These devices are 100% tested and visually examined for several details during production and although the warranty of the pencil is for 90 days, under average usage the file expectancy is one year.